Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system test at 4lbs due to a faulty force sensor resistor. The pump had a scratched lcd window and missing end cap sticker noted during the visual inspection. (B)(4).

Event description:
The customer reported via phone call that he was receiving a compromised force sensor system on the insulin pump. Customer rewound the pump and after priming, he is getting the alarm again. Customer's blood glucose was 160 mg/dl. Customer stated that the drive support cap appears normal. Customer was unable to perform the displacement test. Customer does not have any extra infusion sets and is using his last set. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will be replaced. Customer was advised to revert to a back-up plan.